Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (b)((6) 2024, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer, drive shaft were difficult to take apart from one another when the augment tray was being put up after surgery and seems the inner shaft has scuff marks not to rotate properly. No adverse event or added time to the case. This was discovered after use, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9676, batch 022338, was received for investigation. The reamer arrived contained within the ar-9597-10, but it was not lodged inside. Upon visual inspection, scratch marks were observed at both the distal and proximal ends of the device, suggesting signs of friction. When the device undergoes functional testing within the ar-9597-10, it experiences resistance and friction. The observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.